Event description:
It was reported that an asymptomatic patient presented in the intensive care unit for unknown reasons. Upon interrogation the pulse generator exhibited backup operation. After a device software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.